Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during a new system implant, poor sensing and high threshold measurements were observed. Several lead repositioning attempts were unsuccessful as the poor measurements were still present. The physician felt resistance while extending the helix. The lead was not used and another lead was implanted instead. The patient was discharged without complications.